Manufacturer narrative:
The tech found the mounting bracket where the head lift arm attaches to the intermediate frame has a broken weld. No further info is available on the repair of the bed at this time.

Event description:
The technician alleged the head lift arm was detached from the intermediate frame. The bed did not collapse but the intermediate frame was unstable. No pt impact.